Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, noise was observed. Noise was reproducible with isometrics, deep breathing, and coughing. The lead was explanted and replaced. The cause of noise was unknown. The patient condition was stable at all times.